Event description:
It was reported that during a device changeout procedure, the right atrial (ra) lead was possibly fractured during the opening of the pocket. The physician needed to put in a new lead and tried several times. The physician had a hard time finding a spot and retracted and extended the helix quite a few times. The physician thought that after so many times it might not be extended as it should and a new lead was requested. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis information -- (B)(4) 2013 20:06:17 (B)(4) product ID# p1501dr. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2006; product ID 506852 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).